Event description:
It was reported that the warmer had a ground bond failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device received with paint chipping, scratches and stains to the enclosure. Staining to the interior of the reservoir. Corrosion to bottom left screw of the reservoir cover. Ground bond test failure was confirmed. The root cause of the reported issue was unable to determined. No action taken due to the age and condition, device deemed beyond economical repair and will be scrapped.